Manufacturer narrative:
Device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
A report was received that a patient was hospitalized for an infection. The patient had a high white blood cell count, fever and tenderness at the generator site. A review of the device history record showed both the lead and generator were sterilized per specification prior to release for distribution. Further information was received from the patient's nurse reporting the hospital staff determined the patient had an infection of unknown origin and recovered shortly after being admitted. He was released without any surgical intervention.